Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of a bd luer-lok¿ tip syringe there was debris inside of the syringes. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of a bd luer-lok tip syringe there was debris inside of the syringes. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One photo and one physical sample were received and evaluated. The sample was a sealed packaged 10ml syringe, confirmed to be from batch #5049860 (p/n 309604). The barrel was found to have 2 pieces of embedded foreign matter outside the scale markings opposite 8ml and 9ml. One of the pieces was larger than level 3 in size, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process.